Event description:
The customer reported the ventilator remote alarm connector was broken and the remote alarm was not functioning. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was able to duplicate the reported problem. The service engineer reported the remote alarm test failed. The service engineer replaced the main pcb board to address the reported problem. Performance verification testing was completed and passed per operating specifications.